Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported a vent inop condition, air valve liftoff failure. No patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem and identified the blower and blower motor controller board as defective. The customer declined philips services. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received. Contact office: (B)(4)..

Event description:
The customer reported a vent inop condition, air valve liftoff failure. No patient involvement.